Manufacturer narrative:
The reported issue was confirmed and the system was repaired. Also, the service representative recommended replacing the scratched window and faulty keypad assembly.

Event description:
It was reported that the battery indicator did not turn on. No pt injury was reported.